Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device was returned to carefusion factory service for evaluation and repair. The reported issue was able to be duplicated and found the lock nut inside the knob is loose. After replacing the lock nut, calibrating the blender, the device passed service testing and meets service specifications.

Event description:
The customer reported while using the low flow air/oxygen microblender; the output of the blender is always at twenty-one percent at any setting. The customer reported there is no patient involvement associated with the event.